Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, pressure, and clear passage testing were all performed and the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a duo-vent clearlink device would not prime and subsequently triggered an "air" alarm on the medication pump. When attempting to infuse 200 ml gammunex at 75 ml/hr the solution would not flow through the tubing. The regulating clamp was closed and the vented cap was open when they spiked down into the container. The (non-baxter) pump was turned on to start priming and solution would not flow. To allow solution to flow into the tubing to prime, the customer had to insert a 25 g needle into the septum of the glass bottle. Then during the infusion with the pump, the air alarm would go off. There was no patient injury or medical intervention associated with this event. No additional information is available.